Event description:
The customer reported that the surgeon was unable to open the device jaws after the first activation. They were able to remove the device by cutting around the jaws. The procedure was completed utilizing other ligasure products. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.